Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was loosely formed at the firing on the cystic duct. The same event continued 2 times in total. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.